Event description:
Customer reported a foreign brown substance in the device battery carrier. Customer was not certain if substance existed from the device over heating or from battery itself. No treatment was received. A request was made for return product and replacement product was sent.